Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent an implant procedure with the evolut pro 29 millimeter valve. The patient had a medical history of aortic valve stenosis, hypertension, smoking, renal failure (not on dialysis), and had experienced a major stroke and cerebral ischemic event. The patient was classified as nyha functional class ii and was receiving ongoing pharmacological therapies including thienopyridines and beta-blockers. During the procedure, no acute complications were noted, and the patient was discharged home. An electrocardiogram conducted showed avb iii (atrioventricular block, third degree). Subsequently a pacemaker was implanted 6 days later.